Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced drive/motor anomaly. The customer's blood glucose value was unknown. The customer stated that the pump might not be giving them the correct amount of insulin. The customer confirmed that there were no circles on the screen. The product was not returned for analysis.